Manufacturer narrative:
Updating codes.

Event description:
Allegedly, patient revised due to mom complications. Left.

Manufacturer narrative:
Additional information received from clinical on 04-oct-2019 that changes adds reason for revision as well as patient code for this incident.

Event description:
Allegedly, patient revised due to mom complications. Left. (B)(4). Allegedly hip left revision was due to increased pain in hip.